Event description:
Allergic to synvisc [device allergy]. Pain [knee pain] . Case narrative: initial information received from canada on (B)(6) 2020 regarding an unsolicited valid serious courtesy case received from patient. This case involves patient of unknown demographics who was allergic and had pain, with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. Patient had unspecified existing conditions. On an unknown date, the patient started using hylan g-f 20, sodium hyaluronate injection at an unknown dose and frequency via unknown route (lot - unknown) for unknown indication. There will no information on batch number for this case. It was reported that patient was allergic to hylan g-f 20, sodium hyaluronate which had to be drawn out of the knee (onset, latency: unknown; event was assessed as serious as intervention was required). Patient did not want to go through that again. On an unknown date, after unknown latency, patient had pain in knee (onset, latency: unknown). It was reported patient was currently recovering from 8th knee scope which did not provide the needed pain relief (event of pain assessed as serious as intervention was required). The surgeon has recommended monovisc at the next treatment step to postpone tkr (total knee replacement) as long as possible due to young age and other existing conditions. Action taken: unknown for both events corrective treatment: knee scope for pain; drawn hylan g-f 20, sodium hyaluronate out of knee for allergic the patient outcome is reported as unknown for allergic and as unknown for pain. A product technical compliant (ptc) was initiated on (B)(6) 2020 for synvisc (lot number unknown) with global ptc number 100051080. The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi would continue to monitor adverse events as stated in sop rdg-sop-000440 product event handling to determine if a CAPA was required. Final investigation was completed on (B)(6) 2020. Additional information was received on (B)(6) 2020 from other healthcare professional. Ptc results received and processed. Global ptc number was added.

Manufacturer narrative:
(B)(4) comment dated (B)(6) 2020: this case concerns a patient who was on treatment with synvisc and reported to be allergic and have pain which required intervention. The information in the case is very limited. Therefore, the causality with the device cannot be denied. Further, detailed information regarding clinical course of event, other medications, medical history and concurrent conditions would aid in comprehensive assessment of the case.

Manufacturer narrative:
Sanofi company comment dated 05-jul-2020: this case concerns a patient who was on treatment with synvisc and reported to be allergic and have pain which required intervention. The information in the case is very limited. Therefore, the causality with the device cannot be denied. Further, detailed information regarding clinical course of event, other medications, medical history and concurrent conditions would aid in comprehensive assessment of the case.

Event description:
Allergic to synvisc [device allergy]. Pain [knee pain]. Case narrative: initial information received from (B)(6) on 29-jun-2020 regarding an unsolicited valid serious courtesy case received from patient. This case involves patient of unknown demographics who was allergic and had pain, with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. Patient had unspecified existing conditions. On an unknown date, the patient started using hylan g-f 20, sodium hyaluronate injection at an unknown dose and frequency via unknown route (lot - unknown) for unknown indication. There will no information on batch number for this case. It was reported that patient was allergic to hylan g-f 20, sodium hyaluronate which had to be drawn out of the knee (onset, latency: unknown; event was assessed as serious as intervention was required). Patient did not want to go through that again. On an unknown date, after unknown latency, patient had pain in knee (onset, latency: unknown). It was reported patient was currently recovering from 8th knee scope which did not provide the needed pain relief (event of pain assessed as serious as intervention was required). The surgeon has recommended monovisc at the next treatment step to postpone tkr (total knee replacement) as long as possible due to young age and other existing conditions. Action taken: unknown for both events corrective treatment: knee scope for pain; drawn hylan g-f 20, sodium hyaluronate out of knee for allergic the patient outcome is reported as unknown for allergic and as unknown for pain. A product technical compliant was initiated and results were pending for the same.